Event description:
Pt had boston scientific vaxcel plus central venous catheter placed in 2008 for apheresis of peripheral blood stem cells and subsequent stem cell transplant - sct. Part of preparation for sct was administration of high-dose, undiluted etoposide approximately 13 days later. After infusion of etoposide, clear portion of catheter was found to have turned opaque. Other lumen of catheter, which did not have etoposide infused through it, remained clear. Both lumens of catheter subsequently were unable to obtain a blood return which cleared following the administration of tpa. The catheter was subsequently removed under md order and pt required PICC line placement to complete the remainder of her therapy. Dates of use: 2008. Diagnosis or reason for use: 1. Lymphoma. 2. Stem cell transplant. Event abated after use stopped or dose reduced? No. Pt received undiluted vepesid through this catheter on that date which resulted in the line discoloration.